Manufacturer narrative:
This legal event is being reported as serious injury due to the reported surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s11157 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On (B)(6)2025, pmqa received notification from legal that the plaintiff profile form (ppf) was received on (B)(6)2025. As per the ppf form, the patient underwent recurrent incisional hernia surgery and was implanted with the strattice device lot# s11157-132 on (B)(6)2013. On (B)(6)2016, patient underwent open incisional hernia repair with utilization of mesh and component-separation technique. On (B)(6)2016, patient underwent irrigation abscess drainage soft tissue of abdominal wall. On (B)(6)2016, patient was implanted with a non-abbvie device (ventralight st lot #huat1808. On (B)(6)2016, the non-abbvie device underwent irrigation abscess drainage soft tissue of abdominal wall. On (B)(6)2016, laparotomy with removal of infected prosthetic mesh of the abdominal wall and replaced with a non-abbvie device (xenmatrix ab lot #huar0219). On (B)(6)2017, an excisional debridement of abdominal wall abscess cavity performed. On (B)(6)2019, panniculectomy performed. The form lists the condition that was treated: (B)(6)2013: exploratory laparotomy with extensive lysis of adhesions; infected mesh excision; enterocutaneous fistula resection with partial small bowel resection; incisional hernia repair with biologic mesh; wound vac placement. (B)(6)2016: open incisional hernia repair with utilization of mesh and component-separation technique (ventralight st implant). (B)(6)2016: irrigation abscess drainage soft tissue of abdominal wall. (B)(6)2016: laparotomy with removal of infected prosthetic mesh of the abdominal wall; debridements, seroma fluid aspirated (xenmatrix ab implant). (B)(6)2017: excisional debridement of abdominal wall abscess cavity and vacuum-assisted closure placement. (B)(6)2019: panniculectomy. (B)(6)2019: repair extensive abdominal scars and pannus after multiple hernia repairs and delayed healing; panniculectomy.